Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient felt the infusion device was very hot. The patient's mother noticed smoke around the battery cover and she noticed the battery "smoldered". No adverse event reported. Return of the suspect device was requested for evaluation.